Event description:
Customer reported issues with pump time and date settings being incorrect, which possibly contributed to high blood glucose levels. Specific blood glucose values were unspecified, but were reported as "high." Customer had employed corrective actions such as a correction injection via mdi and was advised by cts to monitor the time discrepancy, perform a supplies/system check, and consult a healthcare provider. Customer confirmed the understanding and execution of these instructions, ensuring insulin was stored and used correctly. Cts assisted in updating the pump settings and recommended further follow-up if time discrepancies continued.